Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a reported glucose of 315 mg/dl and no concurrent fingerstick confirmation or device alert; the user had changed the infusion site the prior evening and noted abdominal scar tissue, with no visible cannula issue, and did not use backup therapy or ketone testing. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included no medical intervention, no hospitalization, and no additional assistance. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed use-related factors as possible contributors, including recent infusion site change and potential site absorption issues due to scar tissue, with no confirmed device malfunction. It was concluded that the event involved hyperglycemia with an unclear cause, and that the device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.